Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant left pelvic pain radiating to the left leg"), mitral valve incompetence ("minimal mitral regurgitation with no repercussions"), the first episode of pharyngitis streptococcal ("strep throat"), the second episode of pharyngitis streptococcal ("recurrent streptococcal throat infections"), meniere's disease ("meniere¿s vertigo") and loss of consciousness ("loss of consciousness at home") in a (B)(6) female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had to force the way into the left uterine tube at the time of insertion" on (B)(6) 2013. The patient's past medical history included iliac fossa pain in (B)(6) 2012, constipation in 2012, gastrointestinal pain in 2012, obstruction bowel in (B)(6) 2012, thyroid nodular, cyst removal (unspecified) in 2006, cholecystectomy in 2011, parity 3 (deliveries in 1998, 2005 and 2008), goiter nodular, endometrial disorder nos, cervical polyp, head injury, drug allergy, allergy to metals, mass nos in (B)(6) 2012, accident (unspecified, with residual knee pain) and head injury (serious head trauma in childhood, with sequelae of chronic headache, sometimes resembling migraine). None of the symptoms had been present prior to placement of essure. Previously administered products included for an unreported indication: mirena in 2008, copper iud, mirena and contraceptive pill. Past adverse reactions to the above products included blood cholesterol abnormal with contraceptive pill. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysphonia ("little hoarse on day after insertion") and somnolence ("groggy on day after insertion"). On (B)(6) 2013, the patient experienced loss of consciousness (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vision blurred ("blurred vision") and the first episode of amnesia ("memory loss"). On (B)(6) 2014, the patient experienced the first episode of cough ("cough") and nasopharyngitis ("cold"). On (B)(6) 2014, the patient experienced arthralgia ("multiple joint pain / acute episodes of joint pain"). On (B)(6) 2014, the patient experienced acne ("flare-up of acne"). On (B)(6) 2014, the patient experienced the first episode of pharyngitis streptococcal (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the first episode of sinusitis ("maxillary sinus infection"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2015, the patient experienced headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), hypotension ("low blood pressure") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced the second episode of sinusitis ("sinusitis") and the second episode of cough ("cough"). On (B)(6) 2015, the patient experienced gastroenteritis ("gastroenteritis with vomiting") with vomiting and abdominal pain upper ("right hypochondria pain with band-like pain at time"). On (B)(6) 2015, the patient experienced pharyngitis ("pharyngitis"), ear pain ("right earache"), feeling of body temperature change ("hot and cold"), feeling abnormal ("feeling of floating") and the third episode of sinusitis ("right frontal sinusitis"). On (B)(6) 2016, the patient experienced the second episode of pharyngitis streptococcal (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cystitis ("cystitis with marked burning sensation") with vulvovaginal burning sensation. On (B)(6) 2016, the patient experienced adnexa uteri pain ("chronic right ovary pain"). On (B)(6) 2016, the patient experienced the first episode of musculoskeletal pain ("pain in left shoulder"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginitis") and the fourth episode of sinusitis ("sinusitis"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy tests were positive for nickel sulphate, aluminium and titanium"). On (B)(6) 2016, the patient experienced the fifth episode of sinusitis ("sinusitis") with oropharyngeal pain and cough and dyspnoea ("dyspnea"). On (B)(6) 2016, the patient experienced uterine mass ("small mass measuring 17 mm was present in the anterior part of the uterus"). On (B)(6) 2017, the patient experienced meniere's disease (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced uterine leiomyoma ("uterine fibroids on the anterior wall / interstitial leiomyoma"), the second episode of musculoskeletal pain ("joint and muscle pain"), asthenia ("asthenia") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mitral valve incompetence (seriousness criterion medically significant), pain ("pain radiating to the left leg"), dysmenorrhoea ("moderate dysmenorrhoea"), dyspareunia ("marked positional dyspareunia"), complication of device insertion ("physician had to force the way into the left uterine tube at the time of insertion"), uterine enlargement ("very enlarged uterus"), endometrial disorder ("proliferative endometrium"), ovarian disorder ("displacement of left ovary"), urinary tract infection ("urinary tract infections"), hepatic cyst ("small hepatic cyst"), vertigo ("isolated episodes of rotatory vertigo"), fatigue ("major fatigue"), micturition urgency ("urgency to urinate"), nocturia ("nycturia"), tachycardia ("tachycardia") and the second episode of amnesia ("memory loss"). The patient was treated with paracetamol (doliprane), actisoufre, clarithromycin (monozeclar), ciprofloxacin, fluconazole (triflucan), econazole, diclofenac sodium (voltarene), omeprazole, ciprofloxacin, ibuprofen (spifen), spasfon, azithromycin (zithromax), prednisolone (solupred [prednisolone]), rhinofluimucil, betamethasone, azithromycin (zithromax), ibuprofen (ibuprofen), paracetamol (efferalgan), spiramycin, betamethasone (celestene), doxycycline, ergocalciferol (zyma-d2) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the mitral valve incompetence, the last episode of pharyngitis streptococcal, meniere's disease, loss of consciousness, pain, allergy to metals, vaginal infection, dysmenorrhoea, dyspareunia, headache, adnexa uteri pain, uterine mass, uterine leiomyoma, uterine enlargement, endometrial disorder, ovarian disorder, urinary tract infection, cystitis, pharyngitis, dysphonia, somnolence, the last episode of sinusitis, nausea, dyspnoea, ear pain, feeling of body temperature change, feeling abnormal, gastroenteritis, abdominal pain upper, the last episode of cough, dizziness, hypotension, neck pain, influenza, acne, arthralgia, nasopharyngitis, hepatic cyst, vertigo, fatigue, vision blurred, the last episode of musculoskeletal pain, asthenia, migraine, micturition urgency, nocturia, tachycardia and the last episode of amnesia outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain upper, acne, adnexa uteri pain, allergy to metals, arthralgia, asthenia, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysphonia, dyspnoea, ear pain, endometrial disorder, fatigue, feeling abnormal, feeling of body temperature change, gastroenteritis, headache, hepatic cyst, hypotension, influenza, loss of consciousness, meniere's disease, micturition urgency, migraine, mitral valve incompetence, nasopharyngitis, nausea, neck pain, nocturia, ovarian disorder, pain, pelvic pain, pharyngitis, somnolence, tachycardia, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine mass, vaginal infection, vertigo, vision blurred, the first episode of amnesia, the first episode of cough, the first episode of musculoskeletal pain, the first episode of pharyngitis streptococcal, the first episode of sinusitis, the second episode of amnesia, the second episode of cough, the second episode of musculoskeletal pain, the second episode of pharyngitis streptococcal, the second episode of sinusitis, the third episode of sinusitis, the fourth episode of sinusitis and the fifth episode of sinusitis to be related to essure. The reporter commented: she had general anaesthesia and underwent curettage the same day as placement of essure. She developed pelvic pain very soon after placement. A physician explained to her that the pain was due to the fact that he had to force the way into the left uterine tube at the time of insertion. She had constant pain on left side from the time she woke up, which only resolved after the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for nickel, aluminum, titanium x-ray - on (B)(6) 2016: both inserts with normal position and orientation on (B)(6) 2012, pelvic ultrasound was performed due to pain in left iliac fossa with palpation of a small mass. The patient also had constipation and colon pain. Ultrasound found possible obstruction on intestinal adhesions. On (B)(6) 2014, abdominal-pelvic ultrasound for investigation of recurrent pain in right hypochondria (history of cholecystectomy) found a small hepatic cyst. Echocardiography found minimal mitral regurgitation with no repercussions. On (B)(6) 2016, type-4 hypersensitivity to metals; sensitivity also to sensitivity to lanolin, peru balsam and para-tertiary butylphenol. On (B)(6) 2016, pelvic ultrasound found the essure inserts in place. A small mass measuring 17 mm was present in the anterior part of the uterus, in contact with the endometrium, with a small vessel on endo-vaginal ultrasound. On (B)(6) 2017, at hysterectomy two trailing spires were present on the left and 6 trailing spires on the right. Pathology examination of the hysterectomy specimen found interstitial leiomyoma, proliferative endometrium and minimal adenoids. The uterine tubes were subnormal in appearance. Most recent follow-up information incorporated above includes: on 1-feb-2018: no event was reported on (B)(6) 2017, so case was created only on (B)(6) 2018 after receiving new information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant left pelvic pain radiating to the left leg"), mitral valve incompetence ("minimal mitral regurgitation with no repercussions"), the first episode of pharyngitis streptococcal ("strep throat"), the second episode of pharyngitis streptococcal ("recurrent streptococcal throat infections"), meniere's disease ("meniere¿s vertigo") and loss of consciousness ("loss of consciousness at home") in a (B)(6) year-old female patient who had essure (batch no. B42240) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had to force the way into the left uterine tube at the time of insertion" on (B)(6) 2013 and device difficult to use "physician had to force the way into the left uterine tube at the time of insertion". The patient's past medical history included iliac fossa pain in (B)(6) 2012, constipation in 2012, gastrointestinal pain in 2012, intestinal obstruction in (B)(6) 2012, thyroid nodular, cyst removal (unspecified) in 2006, cholecystectomy in 2011, parity 3 (deliveries in 1998, 2005 and 2008), goiter nodular, endometrial disorder, cervical polyp, head injury, drug allergy, dermatitis due to metals, mass in abdomen in (B)(6) 2012, accident (unspecified, with residual knee pain) and head injury (serious head trauma in childhood, with sequelae of chronic headache, sometimes resembling migraine). None of the symptoms had been present prior to placement of essure. Previously administered products included for an unreported indication: mirena in 2008, copper iud, mirena and contraceptive pill. Past adverse reactions to the above products included blood cholesterol abnormal with contraceptive pill. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysphonia ("little hoarse on day after insertion") and somnolence ("groggy on day after insertion"). On (B)(6) 2013, the patient experienced loss of consciousness (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vision blurred ("blurred vision") and the first episode of amnesia ("memory loss"). On (B)(6) 2014, the patient experienced the first episode of cough ("cough") and nasopharyngitis ("cold"). On (B)(6) 2014, the patient experienced arthralgia ("multiple joint pain / acute episodes of joint pain"). On (B)(6) 2014, the patient experienced acne ("flare-up of acne"). On (B)(6) 2014, the patient experienced the first episode of pharyngitis streptococcal (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the first episode of sinusitis ("maxillary sinus infection"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2015, the patient experienced headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), hypotension ("low blood pressure") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced the second episode of sinusitis ("sinusitis") and the second episode of cough ("cough"). On (B)(6) 2015, the patient experienced gastroenteritis ("gastroenteritis with vomiting") with vomiting and abdominal pain upper ("right hypochondria pain with band-like pain at time"). On (B)(6) 2015, the patient experienced pharyngitis ("pharyngitis"), ear pain ("right earache"), feeling of body temperature change ("hot and cold"), feeling abnormal ("feeling of floating") and the third episode of sinusitis ("right frontal sinusitis"). On (B)(6) 2016, the patient experienced the second episode of pharyngitis streptococcal (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cystitis ("cystitis with marked burning sensation") with vulvovaginal burning sensation. On (B)(6) 2016, the patient experienced adnexa uteri pain ("chronic right ovary pain"). On (B)(6) 2016, the patient experienced the first episode of musculoskeletal pain ("pain in left shoulder"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginitis") and the fourth episode of sinusitis ("sinusitis"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy tests were positive for nickel sulphate, aluminium and titanium"). On (B)(6) 2016, the patient experienced the fifth episode of sinusitis ("sinusitis") with oropharyngeal pain and cough and dyspnoea ("dyspnea"). On (B)(6) 2016, the patient experienced uterine mass ("small mass measuring 17 mm was present in the anterior part of the uterus"). On (B)(6) 2017, the patient experienced meniere's disease (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced uterine leiomyoma ("uterine fibroids on the anterior wall / interstitial leiomyoma"), the second episode of musculoskeletal pain ("joint and muscle pain"), asthenia ("asthenia") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mitral valve incompetence (seriousness criterion medically significant), pain ("pain radiating to the left leg"), dysmenorrhoea ("moderate dysmenorrhoea"), dyspareunia ("marked positional dyspareunia"), uterine enlargement ("very enlarged uterus"), endometrial hyperplasia ("proliferative endometrium"), ovarian disorder ("displacement of left ovary"), urinary tract infection ("urinary tract infections"), hepatic cyst ("small hepatic cyst"), vertigo ("isolated episodes of rotatory vertigo"), fatigue ("major fatigue"), micturition urgency ("urgency to urinate"), nocturia ("nycturia"), tachycardia ("tachycardia") and the second episode of amnesia ("memory loss"). The patient was treated with paracetamol (doliprane), actisoufre, clarithromycin (monozeclar), ciprofloxacin, fluconazole (triflucan), econazole, diclofenac sodium (voltarene), omeprazole, ciprofloxacin, ibuprofen (spifen), spasfon, azithromycin (zithromax), prednisolone (solupred [prednisolone]), rhinofluimucil, betamethasone, azithromycin (zithromax), ibuprofen (ibuprofene), paracetamol (efferalgan), spiramycin, betamethasone (celestene), doxycycline, ergocalciferol (zyma-d2) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the mitral valve incompetence, the last episode of pharyngitis streptococcal, meniere's disease, loss of consciousness, pain, allergy to metals, vaginal infection, dysmenorrhoea, dyspareunia, headache, adnexa uteri pain, uterine mass, uterine leiomyoma, uterine enlargement, endometrial hyperplasia, ovarian disorder, urinary tract infection, cystitis, pharyngitis, dysphonia, somnolence, the last episode of sinusitis, nausea, dyspnoea, ear pain, feeling of body temperature change, feeling abnormal, gastroenteritis, abdominal pain upper, the last episode of cough, dizziness, hypotension, neck pain, influenza, acne, arthralgia, nasopharyngitis, hepatic cyst, vertigo, fatigue, vision blurred, the last episode of musculoskeletal pain, asthenia, migraine, micturition urgency, nocturia, tachycardia and the last episode of amnesia outcome was unknown. The reporter considered abdominal pain upper, acne, adnexa uteri pain, allergy to metals, arthralgia, asthenia, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysphonia, dyspnoea, ear pain, endometrial hyperplasia, fatigue, feeling abnormal, feeling of body temperature change, gastroenteritis, headache, hepatic cyst, hypotension, influenza, loss of consciousness, meniere's disease, micturition urgency, migraine, mitral valve incompetence, nasopharyngitis, nausea, neck pain, nocturia, ovarian disorder, pain, pelvic pain, pharyngitis, somnolence, tachycardia, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine mass, vaginal infection, vertigo, vision blurred, the first episode of amnesia, the first episode of cough, the first episode of musculoskeletal pain, the first episode of pharyngitis streptococcal, the first episode of sinusitis, the second episode of amnesia, the second episode of cough, the second episode of musculoskeletal pain, the second episode of pharyngitis streptococcal, the second episode of sinusitis, the third episode of sinusitis, the fourth episode of sinusitis and the fifth episode of sinusitis to be related to essure. The reporter commented: she had general anaesthesia and underwent curettage the same day as placement of essure. She developed pelvic pain very soon after placement. A physician explained to her that the pain was due to the fact that he had to force the way into the left uterine tube at the time of insertion. She had constant pain on left side from the time she woke up, which only resolved after the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for nickel, aluminum, titanium. X-ray - on (B)(6) 2016: both inserts with normal position and orientation . On (B)(6) 2012, pelvic ultrasound was performed due to pain in left iliac fossa with palpation of a small mass. The patient also had constipation and colon pain. Ultrasound found possible obstruction on intestinal adhesions. On (B)(6) 2014, abdominal-pelvic ultrasound for investigation of recurrent pain in right hypochondria (history of cholecystectomy) found a small hepatic cyst. Echocardiography found minimal mitral regurgitation with no repercussions. On (B)(6) 2016, type-4 hypersensitivity to metals; sensitivity also to sensitivity to lanolin, peru balsam and para-tertiary butylphenol. On (B)(6) 2016, pelvic ultrasound found the essure inserts in place. A small mass measuring 17 mm was present in the anterior part of the uterus, in contact with the endometrium, with a small vessel on endo-vaginal ultrasound. On (B)(6) 2017, at hysterectomy two trailing spires were present on the left and 6 trailing spires on the right. Pathology examination of the hysterectomy specimen found interstitial leiomyoma, proliferative endometrium and minimal adenoids. The uterine tubes were subnormal in appearance. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant left pelvic pain radiating to the left leg"), mitral valve incompetence ("minimal mitral regurgitation with no repercussions"), the first episode of pharyngitis streptococcal ("strep throat"), the second episode of pharyngitis streptococcal ("recurrent streptococcal throat infections"), meniere's disease ("meniere¿s vertigo") and loss of consciousness ("loss of consciousness at home") in a 41-year-old female patient who had essure (batch no. B42240) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician explained that he had had to use force to insert the device in the left uterine cornua" on 17-dec-2013, device difficult to use "physician had to force the way into the left uterine tube at the time of insertion" on 17-dec-2013 and device difficult to use "physician had to force the way into the left uterine tube at the time of insertion". The patient's past medical history included iliac fossa pain in november 2012, constipation in 2012, gastrointestinal pain in 2012, intestinal obstruction in november 2012, thyroid nodular, cyst removal (unspecified) in 2006, cholecystectomy in 2011, parity 3 (deliveries in 1998, 2005 and 2008), goiter nodular, endometrial disorder, cervical polyp, head injury, drug allergy, dermatitis due to metals, mass in abdomen in november 2012, accident (unspecified, with residual knee pain), head injury (serious head trauma in childhood, with sequelae of chronic headache, sometimes resembling migraine), throat infection (ent disorders, ie erythematous throat infection) in 2003, vasovagal attack (often experienced loss of consciousness classified as vasovagal malaises) in 2004, loss of consciousness in 2004, calculus bladder in october 2011, renal colic in 2010, colitis (irritable due to cramps, violent abdominopelvic pain) in 2013, hiatus hernia in september 2011, joint pain (wrist, elbow, knee) in 2013, slight fever on (B)(6) 2013, pain on (B)(6) 2013, malaise on (B)(6) 2013 and uterine pain. None of the symptoms had been present prior to placement of essure. Patient underwent hysteroscopic placement of the essure under general anaesthetic. Spasfon and paracetamol were prescribed post insertion. Previously administered products included for uterine pain: lutenyl in 2012; for contraception: nuvaring in 2009; for an unreported indication: mirena in 2008, mirena, contraceptive pill and copper iud. Past adverse reactions to the above products included blood cholesterol abnormal with contraceptive pill. Concomitant products included chlormadinone acetate (luteran). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain in the left iliac fossa after essure insertion"). On (B)(6) 2013, the patient experienced dysphonia ("little hoarse on day after insertion") and somnolence ("groggy on day after insertion"). On (B)(6) 2013, the patient experienced loss of consciousness (seriousness criterion medically significant). In january 2014, the patient experienced vision blurred ("blurred vision") and the first episode of amnesia ("memory loss"). On (B)(6) 2014, the patient experienced the first episode of cough ("cough") and nasopharyngitis ("cold"). On (B)(6) 2014, the patient experienced arthralgia ("multiple joint pain / acute episodes of joint pain"). On (B)(6) 2014, the patient experienced acne ("flare-up of acne"). On (B)(6) 2014, the patient experienced the first episode of pharyngitis streptococcal (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the first episode of sinusitis ("maxillary sinus infection"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2015, the patient experienced headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), hypotension ("low blood pressure") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced the second episode of sinusitis ("sinusitis") and the second episode of cough ("cough"). On (B)(6) 2016, the patient experienced gastroenteritis ("gastroenteritis with vomiting") with vomiting and abdominal pain upper ("right hypochondria pain with band-like pain at time"). On (B)(6) 2015, the patient experienced pharyngitis ("pharyngitis"), ear pain ("right earache"), feeling of body temperature change ("hot and cold"), feeling abnormal ("feeling of floating") and the third episode of sinusitis ("right frontal sinusitis"). On (B)(6) 2016, the patient experienced the second episode of pharyngitis streptococcal (seriousness criterion medically significant). On 21-apr-2016, the patient experienced cystitis ("cystitis with marked burning sensation") with vulvovaginal burning sensation. On (B)(6) 2016, the patient experienced adnexa uteri pain ("chronic right ovary pain"). On (B)(6) 2016, the patient experienced the first episode of musculoskeletal pain ("pain in left shoulder"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginitis") and the fourth episode of sinusitis ("sinusitis"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy tests were positive for nickel sulphate, aluminium and titanium"). On (B)(6) 2016, the patient experienced the fifth episode of sinusitis ("sinusitis") with oropharyngeal pain and cough and dyspnoea ("dyspnea"). On (B)(6) 2016, the patient experienced uterine mass ("small mass measuring 17 mm was present in the anterior part of the uterus"). On (B)(6) 2017, the patient experienced abdominal pain lower ("pain in the left iliac fossa") and uterine pain ("uterine pain on mobilization"). On (B)(6) 2017, the patient experienced meniere's disease (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced uterine leiomyoma ("uterine fibroids on the anterior wall / interstitial leiomyoma"), the second episode of musculoskeletal pain ("joint and muscle pain"), asthenia ("asthenia") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mitral valve incompetence (seriousness criterion medically significant), pain ("pain radiating to the left leg"), dysmenorrhoea ("moderate dysmenorrhoea"), dyspareunia ("marked positional dyspareunia"), uterine enlargement ("very enlarged uterus"), endometrial hyperplasia ("proliferative endometrium"), ovarian disorder ("displacement of left ovary"), urinary tract infection ("urinary tract infections"), hepatic cyst ("small hepatic cyst"), vertigo ("isolated episodes of rotatory vertigo"), fatigue ("major fatigue"), micturition urgency ("urgency to urinate"), nocturia ("nycturia"), tachycardia ("tachycardia") and the second episode of amnesia ("memory loss"). The patient was treated with paracetamol (doliprane), actisoufre, clarithromycin (monozeclar), ciprofloxacin, fluconazole (triflucan), econazole, diclofenac sodium (voltarene), omeprazole, ciprofloxacin, ibuprofen (spifen), spasfon, azithromycin (zithromax), prednisolone (solupred [prednisolone]), rhinofluimucil, betamethasone, azithromycin (zithromax), ibuprofen (ibuprofene), paracetamol (efferalgan), spiramycin, betamethasone (celestene), doxycycline, ergocalciferol (zyma-d2) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 201. At the time of the report, the pelvic pain had resolved and the mitral valve incompetence, the last episode of pharyngitis streptococcal, meniere's disease, loss of consciousness, pain, allergy to metals, vaginal infection, dysmenorrhoea, dyspareunia, headache, adnexa uteri pain, uterine mass, uterine leiomyoma, uterine enlargement, endometrial hyperplasia, ovarian disorder, urinary tract infection, cystitis, pharyngitis, dysphonia, somnolence, the last episode of sinusitis, nausea, dyspnoea, ear pain, feeling of body temperature change, feeling abnormal, gastroenteritis, abdominal pain upper, the last episode of cough, dizziness, hypotension, neck pain, influenza, acne, arthralgia, nasopharyngitis, hepatic cyst, vertigo, fatigue, vision blurred, the last episode of musculoskeletal pain, asthenia, migraine, micturition urgency, nocturia, tachycardia, the last episode of amnesia, abdominal pain lower and uterine pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, acne, adnexa uteri pain, allergy to metals, arthralgia, asthenia, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysphonia, dyspnoea, ear pain, endometrial hyperplasia, fatigue, feeling abnormal, feeling of body temperature change, gastroenteritis, headache, hepatic cyst, hypotension, influenza, loss of consciousness, meniere's disease, micturition urgency, migraine, mitral valve incompetence, nasopharyngitis, nausea, neck pain, nocturia, ovarian disorder, pain, pelvic pain, pharyngitis, procedural pain, somnolence, tachycardia, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine mass, uterine pain, vaginal infection, vertigo, vision blurred, the first episode of amnesia, the first episode of cough, the first episode of musculoskeletal pain, the first episode of pharyngitis streptococcal, the first episode of sinusitis, the second episode of amnesia, the second episode of cough, the second episode of musculoskeletal pain, the second episode of pharyngitis streptococcal, the second episode of sinusitis, the third episode of sinusitis, the fourth episode of sinusitis and the fifth episode of sinusitis to be related to essure. The reporter commented: she had general anaesthesia and underwent curettage the same day as placement of essure. She developed pelvic pain very soon after placement. A physician explained to her that the pain was due to the fact that he had to force the way into the left uterine tube at the time of insertion. She had constant pain on left side from the time she woke up, which only resolved after the hysterectomy. The procedure was performed with no post-operative complications. Following placement of the inserts, the patient developed various rheumatological and neurological symptoms (headaches, potentially related to a nickel allergy). From 05-mar to 02-apr-2017, the patient was again on disability leave, which was extended to 26-apr-2017. She resumed her professional activity and had no temporary or permanent functional deficit. Nature and extent of sequelae: placement of the essure inserts subsequently required laparoscopic bilateral salpingectomy and hysterectomy, prompted in part by the presence of pelvic pain and metrorrhagia due to uterine adenomyosis and, in part by the presence of the essure inserts. The consequences of the hysterectomy were, on the one hand, the impossibility of another pregnancy, which was what the patient requested and, on the other hand, the cessation of all menstruation, which was also what the patient requested due to the persistence of dysmenorrhoea, dyspareunia and metrorrhagia for several years. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for nickel, aluminum, titanium ultrasound scan - on (B)(6) 2017 adenomyosis, essure in place x-ray - on (B)(6) 2014: confirmatory test showed essure correct position; on 31-aug-2016: both inserts with normal position and orientation on (B)(6) 2012, pelvic ultrasound was performed due to pain in left iliac fossa with palpation of a small mass. The patient also had constipation and colon pain. Ultrasound found possible obstruction on intestinal adhesions. On (B)(6) 2014, abdominal-pelvic ultrasound for investigation of recurrent pain in right hypochondria (history of cholecystectomy) found a small hepatic cyst. Echocardiography found minimal mitral regurgitation with no repercussions. On (B)(6) 2016, type-4 hypersensitivity to metals; sensitivity also to sensitivity to lanolin, peru balsam and para-tertiary butylphenol. On (B)(6) 2016, patient had allergic diathesis, in particular to iodine, latex and basil. On (B)(6) 2016, pelvic ultrasound found the essure inserts in place. A small mass measuring 17 mm was present in the anterior part of the uterus, in contact with the endometrium, with a small vessel on endo-vaginal ultrasound. On (B)(6) 2017, at hysterectomy two trailing spires were present on the left and 6 trailing spires on the right. Pathology examination of the hysterectomy specimen found interstitial leiomyoma, proliferative endometrium and minimal adenoids. The uterine tubes were subnormal in appearance. On (B)(6) 2017, no particular abnormalities were found. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: procedural pain (pain in the left iliac fossa after essure insertion), device difficult to use (physician explained that he had had to use force to insert the device in the left uterine cornua), abdominal pain lower (pain in the left iliac fossa) and uterine pain (uterine pain on mobilization) were added as events. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant left pelvic pain radiating to the left leg"), mitral valve incompetence ("minimal mitral regurgitation with no repercussions"), the first episode of pharyngitis streptococcal ("strep throat"), the second episode of pharyngitis streptococcal ("recurrent streptococcal throat infections"), meniere's disease ("meniere¿s vertigo") and loss of consciousness ("loss of consciousness at home") in a (B)(6) year-old female patient who had essure (batch no. B42240) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician had to force the way into the left uterine tube at the time of insertion" on (B)(6) 2013. The patient's past medical history included iliac fossa pain in (B)(6) 2012, constipation in 2012, gastrointestinal pain in 2012, obstruction bowel in (B)(6) 2012, thyroid nodular, cyst removal (unspecified) in 2006, cholecystectomy in 2011, parity 3 (deliveries in (B)(6)), goiter nodular, endometrial disorder nos, cervical polyp, head injury, drug allergy, allergy to metals, mass nos in (B)(6) 2012, accident (unspecified, with residual knee pain) and head injury (serious head trauma in childhood, with sequelae of chronic headache, sometimes resembling migraine). None of the symptoms had been present prior to placement of essure. Previously administered products included for an unreported indication: mirena in 2008, copper iud, mirena and contraceptive pill. Past adverse reactions to the above products included blood cholesterol abnormal with contraceptive pill. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysphonia ("little hoarse on day after insertion") and somnolence ("groggy on day after insertion"). On (B)(6) 2013, the patient experienced loss of consciousness (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vision blurred ("blurred vision") and the first episode of amnesia ("memory loss"). On(B)(6) 2014, the patient experienced the first episode of cough ("cough") and nasopharyngitis ("cold"). On (B)(6) 2014, the patient experienced arthralgia ("multiple joint pain / acute episodes of joint pain"). On (B)(6) 2014, the patient experienced acne ("flare-up of acne"). On (B)(6) 2014, the patient experienced the first episode of pharyngitis streptococcal (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the first episode of sinusitis ("maxillary sinus infection"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2015, the patient experienced headache ("headache"), nausea ("nausea"), dizziness ("dizziness"), hypotension ("low blood pressure") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced the second episode of sinusitis ("sinusitis") and the second episode of cough ("cough"). On (B)(6) 2015, the patient experienced gastroenteritis ("gastroenteritis with vomiting") with vomiting and abdominal pain upper ("right hypochondria pain with band-like pain at time"). On (B)(6) 2015, the patient experienced pharyngitis ("pharyngitis"), ear pain ("right earache"), feeling of body temperature change ("hot and cold"), feeling abnormal ("feeling of floating") and the third episode of sinusitis ("right frontal sinusitis"). On (B)(6) 2016, the patient experienced the second episode of pharyngitis streptococcal (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced cystitis ("cystitis with marked burning sensation") with vulvovaginal burning sensation. On (B)(6) 2016, the patient experienced adnexa uteri pain ("chronic right ovary pain"). On (B)(6) 2016, the patient experienced the first episode of musculoskeletal pain ("pain in left shoulder"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginitis") and the fourth episode of sinusitis ("sinusitis"). On (B)(6) 2016, the patient experienced allergy to metals ("allergy tests were positive for nickel sulphate, aluminium and titanium"). On (B)(6) 2016, the patient experienced the fifth episode of sinusitis ("sinusitis") with oropharyngeal pain and cough and dyspnoea ("dyspnea"). On (B)(6) 2016, the patient experienced uterine mass ("small mass measuring 17 mm was present in the anterior part of the uterus"). On (B)(6) 2017, the patient experienced meniere's disease (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced uterine leiomyoma ("uterine fibroids on the anterior wall / interstitial leiomyoma"), the second episode of musculoskeletal pain ("joint and muscle pain"), asthenia ("asthenia") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mitral valve incompetence (seriousness criterion medically significant), pain ("pain radiating to the left leg"), dysmenorrhoea ("moderate dysmenorrhoea"), dyspareunia ("marked positional dyspareunia"), complication of device insertion ("physician had to force the way into the left uterine tube at the time of insertion"), uterine enlargement ("very enlarged uterus"), endometrial disorder ("proliferative endometrium"), ovarian disorder ("displacement of left ovary"), urinary tract infection ("urinary tract infections"), hepatic cyst ("small hepatic cyst"), vertigo ("isolated episodes of rotatory vertigo"), fatigue ("major fatigue"), micturition urgency ("urgency to urinate"), nocturia ("nycturia"), tachycardia ("tachycardia") and the second episode of amnesia ("memory loss"). The patient was treated with paracetamol (doliprane), actisoufre, clarithromycin (monozeclar), ciprofloxacin, fluconazole (triflucan), econazole, diclofenac sodium (voltarene), omeprazole, ciprofloxacin, ibuprofen (spifen), spasfon, azithromycin (zithromax), prednisolone (solupred [prednisolone]), rhinofluimucil, betamethasone, azithromycin (zithromax), ibuprofen (ibuprofene), paracetamol (efferalgan), spiramycin, betamethasone (celestene), doxycycline, ergocalciferol (zyma-d2) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the mitral valve incompetence, the last episode of pharyngitis streptococcal, meniere's disease, loss of consciousness, pain, allergy to metals, vaginal infection, dysmenorrhoea, dyspareunia, headache, adnexa uteri pain, uterine mass, uterine leiomyoma, uterine enlargement, endometrial disorder, ovarian disorder, urinary tract infection, cystitis, pharyngitis, dysphonia, somnolence, the last episode of sinusitis, nausea, dyspnoea, ear pain, feeling of body temperature change, feeling abnormal, gastroenteritis, abdominal pain upper, the last episode of cough, dizziness, hypotension, neck pain, influenza, acne, arthralgia, nasopharyngitis, hepatic cyst, vertigo, fatigue, vision blurred, the last episode of musculoskeletal pain, asthenia, migraine, micturition urgency, nocturia, tachycardia and the last episode of amnesia outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain upper, acne, adnexa uteri pain, allergy to metals, arthralgia, asthenia, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysphonia, dyspnoea, ear pain, endometrial disorder, fatigue, feeling abnormal, feeling of body temperature change, gastroenteritis, headache, hepatic cyst, hypotension, influenza, loss of consciousness, meniere's disease, micturition urgency, migraine, mitral valve incompetence, nasopharyngitis, nausea, neck pain, nocturia, ovarian disorder, pain, pelvic pain, pharyngitis, somnolence, tachycardia, urinary tract infection, uterine enlargement, uterine leiomyoma, uterine mass, vaginal infection, vertigo, vision blurred, the first episode of amnesia, the first episode of cough, the first episode of musculoskeletal pain, the first episode of pharyngitis streptococcal, the first episode of sinusitis, the second episode of amnesia, the second episode of cough, the second episode of musculoskeletal pain, the second episode of pharyngitis streptococcal, the second episode of sinusitis, the third episode of sinusitis, the fourth episode of sinusitis and the fifth episode of sinusitis to be related to essure. The reporter commented: she had general anaesthesia and underwent curettage the same day as placement of essure. She developed pelvic pain very soon after placement. A physician explained to her that the pain was due to the fact that he had to force the way into the left uterine tube at the time of insertion. She had constant pain on left side from the time she woke up, which only resolved after the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for nickel, aluminum, titanium. X-ray - on (B)(6) 2016: both inserts with normal position and orientation. On (B)(6) 2012, pelvic ultrasound was performed due to pain in left iliac fossa with palpation of a small mass. The patient also had constipation and colon pain. Ultrasound found possible obstruction on intestinal adhesions. On (B)(6) 2014, abdominal-pelvic ultrasound for investigation of recurrent pain in right hypochondria (history of cholecystectomy) found a small hepatic cyst. Echocardiography found minimal mitral regurgitation with no repercussions. On (B)(6) 2016, type-4 hypersensitivity to metals; sensitivity also to sensitivity to lanolin, peru balsam and para-tertiary butylphenol. On (B)(6) 2016, pelvic ultrasound found the essure inserts in place. A small mass measuring 17 mm was present in the anterior part of the uterus, in contact with the endometrium, with a small vessel on endo-vaginal ultrasound. On (B)(6) 2017, at hysterectomy two trailing spires were present on the left and 6 trailing spires on the right. Pathology examination of the hysterectomy specimen found interstitial leiomyoma, proliferative endometrium and minimal adenoids. The uterine tubes were subnormal in appearance. Most recent follow-up information incorporated above includes: on 01-feb-2018: no event was reported on 19-dec-2017, so case was created only on 01-feb-2018 after receiving new information incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.